Event description:
Customer reported with an issue of leakage of folding stopper. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the coating of the insertion tube (image guide) tube is peeled off (1mm 2 or more). This report is being submitted for the peeled coating material of insertion tube (image guide) found on device evaluation.

Manufacturer narrative:
Device return evaluation was completed . The customer complaint could be confirmed as device inspection found holes in the insertion tube causing leakage. Service repair noted due to holes, watertightness is not maintained. Additionally, it was noted the watertightness of the operating part (base of the suction port) not maintained due to external factors. In addition, evaluation found the coating of the insertion tube (image guide tube) has come off , peeled (1mm2 or more) due to external factors. Furthermore, the following findings during inspection were noted on the device: the bending angle found insufficient due to the elongation of the angle wire. The channel cleaning brush cannot be inserted smoothly. Forceps channel found crushed. Due to handling, the adhesive part of the lighting lens has come off. The flexible tube of the insertion section noted crushed due to external factors. Scratches are found on the operation part due to external factors. There is dirt on the operation part that is difficult to remove due to handling (insufficient cleaning). The looseness of the eyepiece due to external factors is recognized. Scratches are found on the eyepiece due to external factors. Scratches on the operation unit cover due to external factors are observed. Scratches are found on the grip due to external factors. There are scratches on the angle lever due to external factors. Scratches are found on the up/down (ud) plate due to external factors. Scratches are found on the vent metal under the grip due to external factors. Scratches are found on the fixed ring due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating of the insertion tube was peeled off by stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.